Event description:
It was reported to philips that an amc drive failure caused a geometry error on an allura xper fd20. The clinical use of the system was unknown. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the amc triple servo drive hp-lp-lp and reloaded the software. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).